Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "3 power cords damaged the case has come apart on the power cord end. Pump treatment information: na type of drug: na delay in therapy: unknown. Need for medical intervention: unknown. Serious injury or death: no".